Manufacturer narrative:
Duymus t. M. Et al (2018) comparison of intra- and extramedullary implants in treatment of unstable intertrochanteric fractures. Journal of clinical orthopaedics and trauma. (Turkey). 510k: this report is for an unknown plate /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: duymus t. M. Et al (2018) comparison of intra- and extramedullary implants in treatment of unstable intertrochanteric fractures. Journal of clinical orthopaedics and trauma. (Turkey). The aim of this retrospective study was to compare the clinical and radiological results of proximal femoral nail (pfn), dynamic hip screw (dhs) or proximal femoral locked compression plate (pflcp) applied as surgical treatment to patients with unstable intertrochanteric fractures with intact lateral wall. Between january 2012 to june 2014, 91 patients were included for final evaluation. These patients were separated into 3 groups according to the surgical method applied. 30 patients (16 males and 14 females with a mean age of 72.13 years) were implanted with an unknown synthes dynamic hip screw (dhs group), 29 patients (10 males and 19 females with a mean age of 69.17 years) were implanted with an unknown synthes proximal femoral locked compression plate (pf-lcp group), and 32 patients (13 males and 19 females with a mean age of 71.66 years) who used a competitor device were under pfn group. The harris hip score was used for the postoperative clinical results. Clinical and radiological follow-up was made in the 2nd and 6 th weeks, then at 3, 6 and 12 months until radiographic and clinical healing. These complications represent the patients who are under dhs group: 4 patients experienced superficial infection. 1 patient experienced deep infection. 2 patients had non-union. 9 patients developed malunion. 3 patients presented with poor reduction. 9 patients developed femoral shortness. 5 patients were re-operated. 2 patients had implant failure. 7 patients experienced sliding of screw. 4 patients experienced cutting of lag screw. These complications represent the patients who are under pf-lcp group: 4 patients experienced superficial infection. 1 patient experienced deep infection. 8 patients developed non-union. 6 patients developed malunion. 4 patients presented with poor reduction. 8 patients developed femoral shortness. 9 patients were re-operated. 8 patients had implant failure. A (B)(6) male patient with right hip ao 31 a 2.2 itf. Treated with an unknown synthes pflcp, (figure. 3) on radiographs, the angles between the plate and the 1st and 2nd screws is seen to be reducing and implant failure is seen. In the 4th month the angle between the 1st screw and the plate is seen to have decreased to 106 degrees and between the 2nd screw and the plate to 75 degrees. Revision with dhs was applied to this patient in the 4 t h month. This report is for an unknown synthes dynamic hip screw and unknown synthes proximal femoral locking compression plate. This impacted product captures the following reported adverse events; 4 patients experienced superficial infection. 1 patient experienced deep infection. 8 patients developed non-union. 6 patients developed malunion. 4 patients presented with poor reduction. 8 patients developed femoral shortness. 9 patients were re-operated. 8 patients had implant failure. A copy of the literature article is being submitted with this medwatch. This report is for an unknown plate. This is report 3 of 4 for (B)(4).